Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap and the metal cap are detached and not returned; the glass fiber exhibits severe devitrification at the output window; the glass cap exhibits mild detritus adhesion. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 52,043 jules while using the surgical fiber during a prostate procedure, the glass tip of the fiber fractured. The procedure was completed using a second fiber. Patient outcome was reported as "ok" - there was no patient injury reported.